Event description:
The doctor said that the guide did not fit the patient on the right side. Doctor went ahead and used the guide with the pilot drill and then had an issue fitting the drill due to limited posterior access. He took the guide off, placed the drill into the sleeve, placed the guide back onto the teeth, and attempted to drill. The drill caught onto the lingual vestibule and tongue. The tissues got wrapped up on the drill. The guide was removed and the tissues were carefully unwound form the drill. The tissues were sutured and the procedure was aborted. The patient experienced lingual parasthesia.